Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
Manufacturer received notification from the u.s. Food and drug administration (FDA) of user report reference mw5152982, mw5152983, mw5152984. The user requested to remain anonymous, the manufacturer is unable to complete additional follow-up. As of the date of this report additional information is unknown. The user alleges that they experienced recurrent eye infections, believed to be bacterial, with symptoms of redness and discharge in both eyes (ou) after using contact lenses. The user states they were treated with oflaxacin for seven days with an additional seven days of lens discontinuation and that after resuming use with a new set of lenses experienced the same symptoms. The user reports that the involved lens(es) and lens case have been discarded. This event is being reported in an abundance of caution due to the allegation of ocular infection of unknown severity, lack of supporting medical information, unknown patient outcome. Should further information become available, a follow-up report will be submitted as appropriate.